Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmision showed that the right ventricular (rv) lead was oversensing noise which led to pacing inhibition. Programming changes were made. The patient was in stable condition.

Event description:
New information received notes that the rv lead was explanted. Patient status was not provided.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of oversensing noise could not be confirmed. As received, a partial connector portion of the lead was returned. Electrical testing and x-ray examination did not find any indication of a conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damage found consistent with procedural damage.